Manufacturer narrative:
One device was received for analysis with complaint of error code 46510. Review of event history was unable to be performed due to boot failure. Review of service history found no relevant 12-month service history. Visual and functional testing was performed. There was physical damage to the device in the form battery compartment damage. Device failed power up test due to system fault. The error code 46510 was confirmed through pump power up test. Replaced the printed wiring assembly (pwa) board to correct reported issue. Upon further investigation, found missing battery door and battery compartment damage. Replaced battery door and battery compartment. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46510, related to the mainboard. There was no patient involvement, no patient injury was reported.